Event description:
It was reported a mitraclip procedure was performed to treat severe mixed mitral regurgitation (mr). After placing the first clip, the mr was not been greatly improved so a second clip was to be used. The second clip was positioned and deployed. After release, the clip suddenly opened from about ten degrees to about 80 degrees, and the clip detached from the posterior leaflet (single leaflet device attachment/ slda). The procedure was aborted and the patient was transferred to surgery. The patient was reported to be stable after surgery.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported unintended movement of clip opened while locked and slda could not be replicated in a testing environment. A review of the lot history record identified no manufacturing nonconformities that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on the information reviewed, a cause for the reported clip opened while locked and incomplete coaptation / slda cannot be determined. Mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complications associated with mitraclip procedures. The reported mr are cascading events of the slda and clip opened while locked. The reported hospitalization and surgical intervention were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.